Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Event description:
Healthcare professional reported capsular contracture baker grade IV and rupture diagnosed by ultrasound. Device has been explanted and replaced with another manufacturer's device. This record is for the right side.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as fold flow opening. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b1, d9, e1, g2, h3, h6, h11.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: a2; h6.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade IV. Device has been explanted.